Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after one (01) hour of treatment with an ak 96 machine, a transmembrane pressure (tmp) alarm was generated, and an increase of the venous pressure of more than 300 mmhg was noted. The set fluid removal was 2000ml. No kinked lines or clotting was observed. The blood was returned to the patient during the filter change, the lines were re-primed, and treatment was continued and successfully completed. After the treatment a fluid gain of 2000 ml was noticed and treatment was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated onsite by an agent engineer. Upon onsite evaluation (including visual inspection), no abnormalities were identified that could have contributed to the reported condition. After changing filter, based on the original ultrafiltration volume, 400ml of ultrafiltration was added. The transmembrane pressure is defined as the difference between the venous pressure and the pressure measured in the dialysis fluid, therefore, it is not possible that the tmp was negative when the venous pressure increased. The condition was not verified. The cause of the condition could not be determined; however, an error recording body weight cannot be ruled out. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.